Event description:
The customer reported that the breath delivery unit (bdu) on an 840 ventilator had a loss of communication. The ventilator was not in use on a patient at the time the malfunction occurred. The customer reported to have replaced the power supply. The ventilator passed all testing. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).